Manufacturer narrative:
Contact office correction: (B)(4).

Event description:
The customer reported a failure of the m1674a ECG lead sets. There was no reported patient incident/injury.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.